Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with pt identifier (B)(6) is aviva system 1, medwatch with pt identifier (B)(6) is aviva system 2.

Event description:
Caller reported blood glucose results of 353 mg/dl on aviva system 1, 153 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.